Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 43 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the endograft repair is stable, but a left iliac aneurysm distal to the stent graft has developed. There also appears to be a 1.5 to 2 cm of neck dilatation and stent graft migration, as the stent graft is about 2 cm distal to the renal arteries; however, there is good seal zone. The physician plans to repair the left iliac aneurysm endovascularly, and likely leave the top with no intervention as there is a good seal zone. No further intervention was performed and the pt is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: migration. Development of a left iliac aneurysm distally and aortic neck dilatation.